Manufacturer narrative:
E1 - address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an image blackout issue. The event occurred during the maintenance. There were no reports of patient involvement.